Manufacturer narrative:
Corrected information: e1, h8. The device has been received and the investigation has been completed. The results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be not clean. It was observed that the hinge was broken off of the device and a screw holding the hinge was missing. Root cause description the potential root cause for this failure could be due to the screws not being fully tightened to the device which would have caused the screws to become loose and detach from the device. Another potential root cause could be due to the glue that was holding the hinge had come off which would have caused the hinge to break off. Manufacturer reference: (B)(4).

Event description:
Office reported that one of the hinges of the silent nite gl hinge broke off. The patient reported on (B)(6) (no day provided) that after wearing the device overnight, the next morning, noticed one of the hinges had broken away from the maxillary tray. It is reported that the patient did not suffer any harm or injury, and that device was rinsed with water prior to delivering to patient and patient maintained the device by cleaning it with using a toothbrush and water.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).